Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during an unspecified treatment procedure, deployment difficulties were encountered. The target lesion was located in the vena cava. During deployment of the greenfield titanium vena cava filter 12f introducer system, the filter legs failed to open. During an attempt to snare the filter, the legs of the filter opened, however, the device migrated about 2 cm proximal from the renal artery. The device remained inside the patient and the procedure was completed. There were no further patient complications reported. The patient's status is listed as 'ok'.